Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection to be in used condition. Functional testing was unable to verify or duplicate the reported issue; however, the device was found to be slightly over delivering to the manufacturing specifications. It was determined that the expulsor was the root cause. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had low accuracy/ under infusion. The event occurred during testing, there was no patient involvement.